Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the mcs tip cover accessory instrument. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable malfunction due to the following conclusion: the item was retrieved during the same procedure and no additional surgical intervention was required. However, unintended items falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off inside the patient and was later retrieved from an assistant port. The customer did not know what caused the item to fall off. There was no instrument collision or bent tips. The customer inspected the mcs tip cover accessory and noted it was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and the mcs tip cover accessory were inspected prior to use. There was no damage or anything out of the ordinary noted. The mcs tip cover accessory was retrieved. The customer replaced the instrument to continue. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. No instrument collision was noted. The surgical staff did not feel any resistance upon the removal of the mcs instrument through the cannula. The instrument wrist was straightened upon removal. The surgical staff noticed the mcs tip cover accessory was torn after the event occurred. The procedure was completed with the da vinci system. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No orange surface was visible after the mcs tip cover accessory was installed and the mcs tip cover accessory was not installed beyond the orange surface. The customer used the installation tool and no electrolube to install the mcs tip cover accessory. The mcs instrument is not available for return to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. D02 - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "only the tip cover fell off and remained the body cavity". The tip cover was installed on an in-house instrument then placed and driven on an in-house system. The in-house instrument was moved in all directions without the tip cover falling out. The in-house instrument was removed from the in-house system and the tip cover did not fall out of the in-house instrument. This was repeated two additional times with the same results. Failure analysis found the primary failure of tears to the tip cover to be related to the customer reported complaint. The mcs tip cover accessory was found to have tearing at the mouth on the distal end. The tear was axially aligned with the tip cover and measured 0.132¿ in length. There were no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of torn mcs tip cover accessory was attributed to a component failure. An additional observation not reported by site and that is not related to the customer reported complaint was also identified: the mcs tip cover accessory was found to have gouge damage at the distal end. The root cause of this failure is attributed to user mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".